Event description:
The pt underwent angioplasty and stenting of a left common carotid artery stenosis. The radiologist attempted closure of the arteriotomy site with a prostar pxl 8fr device. Two of the four needles failed to present. During removal of the device, the right femoral artery was lacerated resulting in significant blood loss before hemostasis could be achieved. The pt was taken for a successful repair of the right femoral artery.